Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a shoulder revision due to a fracture of the humeral tray.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: comp rvs cntrl scr 6.5x30mm st, catalog# 115382 lot 054380; unknown stem, catalog #: ni lot #: ni.

Event description:
Patient underwent a left shoulder revision due to a fracture of the humeral tray. The surgeon was unable to remove the taper from the humeral stem, which led to having the stem removed as well causing a thirty minute delay.